Event description:
It was reported that the left ventricular lead would not capture at any output. The lead was explanted and replaced. The patient is part of the 246 block hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.